Event description:
The hospital reported that the physician was shocked during a procedure. They stated that the working element and high frequency ("hf") cable shorted out. There were no complications or injuries.